Event description:
Megadyne esu (electrosurgical unit): surgeons at the field stated that the unit was not cutting tissue as needed for the case and requested an old machine be brought back in the or (operating room).